Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014, resulting in a hypoglycemic event wherein patient was found unconscious by a neighbor. Neighbor entered patient's home and patient was discovered in a chair unconscious, someone (unknown) called 911, they woke patient up from a diabetic coma. Patient's bg was reported as 9 when paramedics arrived. Paramedics administered patient d10 via IV. Patient refused to be taken to the hospital, so paramedics remained with patient until recovered enough to stand. Patient relayed that neighbor found her unconscious 4 times last week. Two weeks prior to these incidents, patient's physician had changed patient's medications. No further medical intervention or injuries were reported. Patient's current condition was reported as good.